Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this communicator showed several yellow sending waves. Also a red, call doctor light was discussed. At the report, right ventricular pacing lead, out of range spikes were observed to be linked with two different triggered red alerts. The communicator and the device remain in service. No additional information was obtained from the attempts to the field. No adverse patient effects reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this communicator showed several yellow sending waves. Also a red, call doctor light was discussed. At the report, right ventricular pacing lead, out of range spikes were observed to be linked with two different triggered red alerts. The communicator and the device remain in service. No additional information was obtained from the attempts to the field. No adverse patient effects reported.